Event description:
It was reported that during a da vinci s surgical procedure the large needle driver instrument had a broken cable and shaft material dropped, but there were no fallen parts. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering did not observe any broken cables. Instrument recognition and engagement passed and the grips opened and closed properly. The instrument moved intuitively with full range of motion in all directions. Engineering also observed that one side of the distal end of the main tube has a 1.150" long section with material removed. The damage is parallel to the tube axis and has a rough surface finish. Based on the appearance, the damage was likely caused by user handling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.